Event description:
A distributor in washington reported via a fischer & paykel healthcare clinical product specialist that the heater wire in the inspiratory tube of an rt329 infant continuous flow breathing circuit had disconnected from its retention clip and slid down the tube. The clip remained in its original position. No pt consequence was reported.

Manufacturer narrative:
The device is currently en route to fisher & paykel healthcare for investigation. No results and conclusions are therefore available at present. A follow-up report will be prepared and forwarded as soon as the device has been returned and investigation results become available. We are unable to carry out a lot check as no lot number has been provided.